Event description:
During baxter's device eval, the device displayed an "upstream occlusion" alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter and eval was performed. Eval was unable to reproduce the occlusion and found the upper fluid numbers to be out of spec. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion. The ultrasonic sensor was replaced.